Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm on an unknown date. The aneurysm remained stable on follow up over the two years. However, it was reported that on follow up CT performed approximately 2 years post implant, the aneurysm appeared enlarged and a type ia endoleak was observed. It was reported that another manufacturer device was implanted and the type ia endoleak was resolved. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.